Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer resolved the issue by tightening the connector/fitting on reagent probe b, no further leaks or instrument errors were observed. The instrument software version is 5.4. (B)(4).

Event description:
The remote management system (rms) alerted beckman coulter hotline of "cc (cartridge chemistry) cuvette not dry before first reagent dispense" errors on the customers unicel dxc 800 synchron system. A beckman coulter customer technical specialist contacted the customer regarding the instrument error and upon troubleshooting, the customer found the fitting on reagent probe b was loose with fluid under the probe. The customer stated the leak was contained and described the volume of the leak as approximately 2ml and 1 inch in diameter. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.